Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1840 was verified. The event log showed error 1840 on 11/5/2015. Error code 1870 was previously in the device log as well. Service found fluid ingression when the pump was opened. Service replaced the microprocessor board and the motor board. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump had error code 1840. No reported adverse effects.

Event description:
Additional information received. No patient involvement, discovered during bench test.